Event description:
It was reported that the patient came to the clinic due to nausea. The right ventricular (rv) lead exhibited oversensing and the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The rv and rv leads remain in use. No further patient complications have been reported as a result of this event.